Event description:
Patient reported right side "flat area/gap, open spot". Healthcare professional reported right rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken striated assessed as to surgical damage. ¿ visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ yellow particles observed in the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side "flat area/gap, open spot". Healthcare professional reported right rupture. The device has been explanted and replaced.